Manufacturer narrative:
Investigation pending. The inratio monitor sn (B)(4) referenced in is being reported under a separate medwatch report number 2027969-2014-00258. Date of occurrence, (B)(6) 2014, estimated as the date the call was rec'd as the nurse was unable to provide exact dates that tests were performed.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result on two different patients. Nurse unable to provide lot number of testing strip and also unsure which patient was tested on which meter. Results are as follows: estimated date: (B)(6) 2014; inratio inr: 5.1; laboratory inr: 1.3. Therapeutic range: unknown. An unspecified point of care inr was performed one day prior to the inratio and the laboratory. This inr result was 1.2. The time between testing for the inratio and laboratory inr was within five (5) minutes. The nurse was unable to provide the lot number of testing strip and also unsure which patient was tested on which meter. The two meter sn are (B)(4) and (B)(4). Their patient's coumadin was decreased based on the inratio inr result. There was no add'l info provided.